Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. Review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 13-1064-1096 on their 8100 after performing the preventative maintenance while setting the pm due date. Customer stated our maintenance software is "crap" and not user friendly. I informed the customer this error code is related to the software of the module, and not the maintenance software. Informed the customer the first step is to reflash the module software. I remoted in to properly map the firmware to the flash package. If fault does not clear, take a look at the iui's and ensure no corrosion of damage. Finally I informed the customer the logic board is most likely the problem. Recommended sending unit in for repair. Customer is doing just that, sending unit if for repair.